Event description:
Healthcare provider reported a right-side rupture confirmed via CT scan. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, and opening assessed, as an unidentified (tear) opening (shell thickness within to spec). Additional observations: crease flat observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare provider reported, a right-side rupture. Confirmed via CT scan. The device has been explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.